Event description:
Procedure type: laparoscopic sigmoid. According to the reporter: after mobilizing the colon free from inflamed tissue, the surgeon place the stapler around healthy tissue. The surgeon fires the stapler and on the last firing sequence the reload breaks in the junction of the articulating part. Result is the jaws are half way open and the instrument does not fit through the trocar and 2 small pieces of the reload falls into the cavity but are retrieved. At the distal end of the resection the clips from the reload has not been properly applied and the colon is not closed. The surgeon extends the trocar incision with 6-8cm, so he is able to take out the instrument. Operation is afterwards continue open. The surgeon places to hand instruments on each side of the colon and makes final resection with shears. He then closes the open wounds in the colon with suture to complete surgery. There was no tissue loss but there was a little tissue damage, which was fixed with extra sutures. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. Pt is without complication and has left the hospital in good condition. No reinforcement material was used.

Manufacturer narrative:
(B)(4).